Manufacturer narrative:
Please retract this report 2017865-2013-04858 the same issue was reported as 2017865-2013-04694.

Event description:
It was reported that one day post implant, the right atrial lead exhibited undersensing. Lead dislodgement was suspected. The lead was not repositioned. The patient was determined to be fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.